Event description:
This patient has a history of genuine VT and was booked for a VT ablation.During the VT ablation procedure using a Sphere 9 ablation catheter and the Affera ablation system VF was induced several times. Ablation mode was changed from RFA to PFA. The Sphere-9 catheter remained at a maximum distance of 20 mm from the ICD electrode at all times. ICD malfunction noted during final RFA ablation delivery.During device check after the procedure there was immediate loss of capture on the atrial channel and no capture on the RV channel resulting in symptomatic bradycardia. RA, RV and shock impedances all out of range (>3000, >3000, >150). RV channel showed continuous noise with intermittent sense markers.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 CFR parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by Biotronik, or its employees that the device, Biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.